Event description:
It was reported that bdsmartsite¿ 20-mm vented vial access device leaked. The following information was provided by the initial reporter: "when dissolving a vial of azacitidine mylan 100mg, the water went out through the adapter".

Manufacturer narrative:
Investigation: a mv0420-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 212036. Feedback provided by the customer indicates that the leakage was observed from the connection between the vial and the mv0420-0006 device during attempted injection of fluid. A review of the production records from lot 212036 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that bd smartsite¿ 20-mm vented vial access device leaked. The following information was provided by the initial reporter: "when dissolving a vial of azacitidine mylan 100mg, the water went out through the adapter".

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.